Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital for unrelated issues. The device interrogation revealed an alert for charge time limit. Programming changes were made.